Event description:
Pt had mediport placed for chemotherapy approximately two years ago. Recently, she presented for removal and it was determined that it had an embolized catheter fragment due to fracture with a piece remaining in the pt's right ventricle. A few days ago she presented for ir transcatheter removal under sedation.